Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the infection is the surgical procedure. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7065-90, lot# 493634, mfd. 04/12/2016, expires 2021-04, (B)(4). 2nd (second): ifuse implant, p/n 7065-90, lot# 493787, mfd. 12/28/2016, expires 2021-12, (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493833, mfd. 02/24/2017, expires 2022-02, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient did well for four weeks following the initial surgery but later reported an infection at the wound site. The infection remains and the patient is currently being treated with IV antibiotics. The infection is related to the surgical procedure. The patient has not reported any si joint pain. The has been no further updates on the patient's condition.